Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a crack noted over screen cover, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5 a getinge field service engineer (fse) evaluated the unit and to fix the issue (fse) replaced display cover. Unit passed all functional and safety tests per factory specifications. Unit returned to customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received top cover with a reported unit failure of a cracked top cover. The fat performed a visual inspection and found the part to have a small crack. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and to fix the issue (fse) replaced display cover. Unit passed all functional and safety tests per factory specifications. Unit returned to customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received top cover with a reported unit failure of a cracked top cover. The fat performed a visual inspection and found the part to have a small crack. Please see attachment. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.